Event description:
Sorin group deutschland received a report that the s5 gas blender alarmed and displayed incorrect measurement during set up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 gas blender alarmed and displayed incorrect measurements during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.